Event description:
A urologist performed a cystoscopy, left retrograde ureteroscopy. The physician inserted a ureteral catheter. When removing it, the tip plus approx 18 centimeters remained in the pt.